Event description:
Edwards received notification that a valve model 7300tfx27 was explanted from the mitral position after an implant duration of nine (9) years and three (3) months due to premature calcification leading to restenosis and stiff leaflets. As reported, the were not much calcium deposits on the leaflets but they were very stiff. There were no coagulation issues. The patient presented with intermittent cardiac failure. Gradient was not so high across the valve awhile back, but recently was very high. A non-edwards mechanical valve was implanted in replacement. The patients outcome was noted as to be good.

Manufacturer narrative:
The device was not returned for evaluation. Attempts to retrieve the device is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 7300tfx27 was explanted from the mitral position after an implant duration of nine (9) years and three (3) months due to calcification leading to stenosis and stiff leaflets. As reported, the were not much calcium deposits on the leaflets but they were very stiff. Per product evaluation findings, heavy host tissue overgrowth was also observed. There were no coagulation issues. The patient presented with intermittent cardiac failure. Gradient was not so high across the valve awhile back, but recently was very high. A non-edwards mechanical valve was implanted in replacement. The patients outcome was noted as to be good.

Manufacturer narrative:
H3: product evaluation: customer reports of stenosis and stiff leaflets were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was heavy at the inflow aspect and minimal at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Suture holes were visible around the sewing ring. No other visible inconsistencies were observed on the valve. H10: additional manufacturer narrative: the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.